Event description:
Pt had an ipp [inflatable penile prosthesis] implanted in [redacted]. Noted dysuria and painful meatus which lead to anuria. Pt saw urologist who noted a cylinder was protruding from his meatus. He was taken to surgery and had the right cylinder and tubing removed. The reservoir and left chamber were left intact.